Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at approximately 7 atm. The device was removed without any problem using the normal method. There were no patient complications, and the patient was stable post procedure. The procedure was completed with another of the same device. There were no patient complications.